Event description:
Initial and additional info was received from a physician via a sales rep and office manager on (B)(4) 2011: a female pt received sodium hyaluronate [hyalgan] 20 mg/2ml injection (lot number 13170, expiration date unk) for knee pain on (B)(6) 2011. After the injection, she experienced a reaction which included swelling in the joint and had to have the knee drained. The pt had to have 1.5 cc of fluid removed from the joint and also received a corticosteroid injection to treat inflammation in the joint. She was treated in the office and then went home. The pt had received previous sodium hyaluronate injections without a problem. No further relevant info was reported. This case corresponds to pt 2 of 2 (same reporter as (B)(4)).